Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the pt's femoral artery without difficulty. The rn stated that they needed to change the intra-aortic balloon pump (iabp) because the battery was dead. The rn told the clinical support specialist (css) that the pump had battery issues the last time she used it. The css verified that the pump was plugged into a working outlet, but does not appear to be charging. The css requested that the rn remove this pump from service and send to biomed to be checked. The pt is receiving iabp therapy successfully with the second pump. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in iab therapy. The pt outcome is unk. Pt was transferred to the cardiac care unit.